Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump overdelivered insulin. Customer has been having lows. The blood glucose reading is 76 mg/dl. Customer treated with glucose tablets. Customer stated that he will talk with his physician due to having low blood glucose reading for the past week. Nothing further reported.